Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen on (B)(6) 2022. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.